Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that the welding spot in the extension limiter on the truespan meniscal repair system peek 24 degree device was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection of the device, the first implant appeared to be partially deployed; also, the trigger was found activated. The shaft was broken, and the broken part showed deformed marks. Therefore, this complaint can be confirmed. A manufacturing investigation was performed; as a result, an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tme0091, wi-ft0018, pic-vs121, pic-vse0028, 103249724. The result of this process check is successful, none of the 9 parts were non-conformed. So, there is no need to inspect more parts of the batch nor raise a non-conformance. Training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. The potential occurrence of having the pushrod/needle/slider assembly broken has been evaluated to 0 over 149341 since 2016. Complaint research, with the same defect did show 0 other case with this issue from 2016 to now with the item reference (B)(4): no nr was found during the research. The manufacturer could not assemble with a faulty push-rod/needle/slider assembly. A defective assembly, composing, is identified if there is one during the 100% inspection. The bounding is limited on this part as the complaint analysis shows that there is no other occurrence of such defect for this batch, the batch before and the batch after. Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. Based on the condition of the device, the possible root cause can be related to procedural variables, such handling of the device or product interaction during procedure. A manufacturing record evaluation was performed for the finished device lot number 9l01963:, and no nonconformances were identified. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: a photo was received for evaluation. Upon visual inspection of the photo, the shaft appeared to be broken. Therefore, this complaint can be confirmed. The photo did not provide enough evidence to determine root cause. The physical analysis should provide the evidence discern the root cause for the issue experience by the customer. A manufacturing investigation was performed; as a result, an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tme0091, wi-ft0018, pic-vs121, pic-vse0028, 103249724. The result of this process check is successful, none of the 9 parts were non-conformed. So, there is no need to inspect more parts of the batch nor raise a non-conformance. Training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. The potential occurrence of having the pushrod/needle/slider assembly broken has been evaluated to 0 over 149341 since 2016. Complaint research, with the same defect did show 0 other case with this issue from 2016 to now with the item reference 210813: no nr was found during the research. The manufacturer could not assemble with a faulty push-rod/needle/slider assembly. A defective assembly, composing, is identified if there is one during the 100% inspection. The bounding is limited on this part as the complaint analysis shows that there is no other occurrence of such defect for this batch, the batch before and the batch after. Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. A manufacturing record evaluation was performed for the finished device lot number 9l01963:, and no nonconformances were identified. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 99 devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.